Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (encr402300/ 8907908), a prowler select plus 150/5cm (606s255x, an og cmplx xtrasoft coil 4x8 (640cx0408 and a prowler-14 dual marker microcatheter (606151x were used for an endovascular embolization procedure. The event was reported as such, ¿unable to open & impeded & premature detachment. It was reported that during procedure, the first coil was in place and started to fill in aneurysm, at this time, stent was delivered to target site and tried to release. It was found that distal markers of stent were converged which could not be opened. Physician attempted to retract the stent, but the stent was impeded in the microcatheter tip and could not be retracted. The doctor retracted the stent and microcatheter together. However, only the stent delivery system was found, the stent body was not found. Physician suspected that the stent was detached from the delivery wire in the intermediate catheter (other brand). Subsequently, the physician withdrew the coil and then withdrew the coil microcatheter and intermediate catheter together from the patient and found that the stent body was indeed inside the intermediate catheter. A new intermediate catheter (other brand), stent and stent microcatheter were switched to complete the surgery with the same coil and coil microcatheter. The procedure was prolonged about 2 hours.¿ additional information was received on 02-jan-2025. Summary: per the information provided, it is unknown if the physician considered the two-hour delay to be clinically significant. The patient¿s current status is ¿good.¿ the lot numbers involved for the used cerenovus devices were unobtainable. The target site location was ¿in the left cerebrum.¿ patient demographics and medical history were unobtainable.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Stent premature detachment, incomplete expansion, and delivery wire- withdrawal difficulty-through microcatheter with loss of cerebral target, are known potential complications associated with the enterprise2 vascular reconstruction device. Loss of target position in the cerebral vasculature (vertebral or internal carotid and any of their branches will require re-accessing the target site with increased potential for vessel trauma/vasospasm/ischemia due to cerebral vasospasm. Incomplete expansion could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors including clot burden, vessel characteristics (i.e., tortuosity), and mechanical manipulation of devices that may have contributed to the events rather than a device design or manufacturing issue. In this case, there were no reports of patient injury; however, it was reported the events prolonged the surgical procedure for ¿about two hours.¿ as explained in the referenced medical literature, increased anesthesia time could result in increased immunological suppression, formation of clots, and rate of venous thromboembolisms. The severity is unknown. Based on this information, this event will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with a classification of ¿serious injury.¿as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Updated sections on this med watch: b4, g3, g6, h2, h3, h6 and h11. A non-sterile enterprise2 4mmx23mm no tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the delivery system was returned for evaluation. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue described in the complaint, where the stent was impeded at the tip of the microcatheter and could not be retracted, could not be evaluated through a functional test because the stent was found detached during the inspection. Based on this condition, the customer complaint regarding a premature deployment of the stent was confirmed. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The customer complaint regarding the stent not being able to open was not able to be evaluated since the stent was not returned for inspection. With the limited information available, the root cause of the reported failure remains inconclusive. The stent and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8907908. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Three (3) photos accompanied the complaint file. The first two (2) photos showed the inner pouch of an enterprise system. The third photo showed multiple devices, such as two non-j&j catheter, one microcatheter, and one delivery wire. No stent was seen attached to the delivery wire. No damages were noted on the devices. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the distal markers of the stent being unable to be opened could not be evaluated since the stent was not shown in the photos provided; however, based on this, the issue reported regarding the stent detaching inside the intermediate catheter was confirmed. This investigation was performed based only on the photo provided. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.